Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2021 additional information received indicated that the patient underwent bilateral capsulectomy and replacements with unknown devices. Manufacturer¿s reference number: (B)(4). Investigation summary : according to the information received, the patient experienced a rupture in the sm mpp gel 400cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 400cc breast implant was found to be ruptured, it was received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device 6580030 number, and no non-conformances were identified. Manufacturing date: apr/24/2012. Expiration date: apr/30/2017. Device history batch : null. Device history review : null.

Manufacturer narrative:
Device evaluation completed on july 06, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 400cc breast implant was found to be ruptured, it was received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 08, 2021 indicated that the patient underwent bilateral removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the initial report mistakenly reported g2. Health professional. Manufacturer¿s reference number: (B)(4). G2.report source is customer.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with mentor memorygel, 400cc silicone prosthesis developed bilateral rupture post procedures. An MRI examination confirms bilateral intracapsular rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.